Event description:
The account alleged the bed exit alarm will not arm. No pt impact.

Manufacturer narrative:
The tech tested the bed exit and found it functioned as designed, no problem found, user error.